Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with elevated blood glucose readings following a site change and reported discomfort using a steel infusion set; the user subsequently transitioned off the pump to multiple daily injections and later appeared to resume ilet use. Symptoms included high blood glucose. Outcomes included troubleshooting and education with guided site change, manual injection for correction, and provision of alternative tubing and connectors. Investigation included review of device use history and follow-up contacts. Investigation of this case revealed no device malfunction confirmed and an unclear cause of hyperglycemia, with potential contribution from infusion site issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.